Manufacturer narrative:
The biomed found the piezo on the bed exit board was not working. The tech replaced the bed exit board to repair the bed.

Event description:
The account alleged there is no audible alarm for bed exit at the bed, but it does still send a nurse call to the nurses.